Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console experienced gas loss alarm. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: a3a, b4, d4 (UDI and exp. Date), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d4 (version or model, catalog), d10, g2, h6 (medical device problem code) revert d4 (serial) sections to blank. The iabp console had previously been replaced due to a "gas loss alarm." However, the same alarm occurred again that night. Upon inspection, no blood or perforation was found in the tubing. The tubing was disconnected and reconnected, and the auto-refill was initiated, which temporarily resolved the issue. Later, the ECMO coordinator was called when the alarm persisted. They also confirmed no visible issues with the tubing and attempted to restart the iabp. Despite this, the "gas loss" alarm reappeared. The ECMO coordinator then called for perfusion support, and the iabp console was replaced with a new cardiosave unit, which resolved the issue, and the error message was no longer displayed. Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Gas gain cause: 1. Catheter occlusion /restriction. Response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA/510k), g6, h2, h11

Event description:
N/a